Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reading inaccurately high as compared to his feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012, but he did not provide any test results that were of concern for this date. He stated on (B)(6) 2012 at approximately 3:50pm, he tested on the subject meter and received a value of "156 mg/dl" which he claimed was inaccurately high compared to how he felt. He stated, he manages his diabetes with diet and exercise alone and continued with his normal diabetes management routine in response to the alleged issue. Immediately after testing on the (B)(6), he claimed he developed symptoms of feeling "shaky and highly irritable." Despite these symptoms, the patient denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the test strips were unexpired and stored correctly. A quality control solution test was performed and the result fell within the range specified on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.